Event description:
The pt contacted lifescan (lfs) in 2005 inquiring about obtaining a new battery. Customer care agent (cca) found out that the pt's meter was set to the incorrect unit of measurement (uom) when talking about the hard-lock meter. In 2005, he received a reading of 225 mg/dl which he assumed was 22.5 mmol/l. He took 64u of insulin at 8:00pm and soon after started to experience symptoms of dizziness, shakiness, and cold sweat and had a fever. Spouse noticed that he did not look too well; therefore, she contacted the health center at 8:30pm and the dr advised that the pt go to the hosp and to contact the paramedics. They arrived at 9:30pm and the pt thinks his reading on the paramedic's meter was 1.4 mmol/l (25 mg/dl). The pt was treated with an intravenous drip and also "some kind of medicine". Then urse in the ambulance noticed that his meter was set to the incorrect uom. The pt was taken to the hosp and on the hosp device his blood glucose was 0.9 mmol/l (16 mg/dl). In the hosp the pt was treated with an intravenous drip and lots of fluids. The pt was admitted in the hosp for 5 1/2 weeks and was in the hosp that long because he had a fever that took two weeks to go away and also had stomach pains. The pt does not recall the diagnosis. The pt does not recall recently going into the meter settings and changing the uom. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported as an adverse event, since the pt misinterpreted the reading and took extra insulin based on the reading and suffered a hypoglycemic episode requiring medical intervention. It is unk whether the pt changed the uom.